Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol composix lp device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex(device #1). (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol composix lp. The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex(device#1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex (device #1) device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years and 2 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions and mesh migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions, migration and hernia recurrence as possible complications. This supplemental emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional emdr was submitted to represent the bard/davol mesh ¿ composix l/p (device #2). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol composix lp. The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol ventralex(device#1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was excised. The ventralex mesh (device #1) was then inserted into the preperitoneal space and secured circumferentially using suture.¿ (B)(6) 2012 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with removal of ventralex mesh (device #1) and implant of composix l/p mesh (device #2). Per operative notes, ¿there were chronic adhesions to the ventralex mesh. The mesh was torn away from the abdominal wall resulting in recurrent hernia. The mesh (device #1) was removed completely. Then a composix l/p mesh (device #2) was fixated to the abdominal wall using tacks and sutures.¿ (B)(6) 2016 - patient was diagnosed with adhesions thereby underwent laparoscopic repair. Per operative notes, ¿there were some significant adhesions including transverse colon, which is adherent to the underside of the mesh (device #2).¿ (B)(6) 2017 - patient was diagnosed with periumbilical pain and adhesions thereby underwent laparoscopic repair. Per operative notes, ¿the adhesions appeared to be in the borders of the mesh (device #2). The hernia repair appeared to be intact with no evidence of recurrent hernia.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.